Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 67 patient samples on a cobas 8000 cobas ise module. It is unknown if any questionable results were reported outside of the laboratory. The na electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
The customer indicated that they received sample aspiration errors. The field service engineer (fse) cleaned the sample probe and ran a cleaning rack. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.